Event description:
Customer reported that insulin continues to drip after he releases the act button. Customer's blood glucose was 249 mg/dl. He also stated that the insulin continues to drip after the motor stops during a manual prime process. He also reported that he was stuck in the rewind complete/bolus delivery loop. Troubleshooting found there was a gap between the piston and reservoir stopper during the prime. Further troubleshooting did not occur because the insulin pump was displaying abnormal behavior. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that no cosmetic damage noted on the insulin pump. The device passed the prime, displacement and basic occlusion tests. No prime anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.